Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was performed. No visual defects were observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob tighten the arm. Based upon these findings, the reported complaint for the failure mode "mechanical issue" was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, acrobat-I stabilizer had a mechanical issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, acrobat-I stabilizer had a mechanical issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.